Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx4134 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an open seam about one inch below the left shoulder on the sterile gown within the kit. On (B)(6) 2019- additional information received stated, " the clinician was advised to change the gown prior to proceeding with insertion but chose to utilize the gown for the insertion. The gown was contaminated with biohazard and was discarded following completion of the procedure."